Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an a.s. Glenoid m cemented on the left side on (B)(6) 2015. The patient is currently being monitored due to increased soreness and decreased rom in the arm.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from the surgical technique and showed that the product combination was approved by zimmer. Review of reported event: it was reported that patient had increased soreness and decreased range of motion (rom) of the operated arm. Review of x-rays: x-rays week 6 after implantation: sidus stem free head is well implanted and does not show any conspicuousness related to reported event. The pe glenoid anchors do no show signs of radiolucency. No other conspicuousness. X-rays month 6 after implantation: sidus stem free head is well implanted and does not show any conspicuousness related to reported event. The pe glenoid anchors do no show signs of radiolucency. No conspicuous difference respect to 6-week follow-up. Review of implantation report dated (B)(6) 2015: male patient operated at left shoulder. Sidus implant implanted due to osteoarthritis with biceps tenosynovitis and rotator cuff tear. Procedure seems to be executed according to surgical technique. No other conspicuous information. Review of follow-up checkup dated (B)(6) 2015: patient underwent ot check-up 6 months after left tsa. Patient had an increase in pain within last month and his a-rom decreased at 90° flexion due to pain. Patient details available: 1.73 m, 88.905 kg, bmi 28.93 kg/m^2. Review of the follow-up x-rays states that "tsa implant to be good, stable position, well fixed in both glenoid and humerus. No signs of shifting and loosening. No signs of fracture, subluxation or dislocation".no other conspicuous information. No other documents were provided. No product was available for investigation. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).